Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). It was reported that the patient had fallen in february. The patient went to the doctor and they did an x-ray. The patient reported that their ins and leads looked intact, the patient reported that the pain relief is not as great since the fall. The impedances were checked and the results within range. The patient was reprogrammed to get better leg and back coverage. The issue was resolved through reprogramming. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.